Event description:
It was reported by service report that the bed exit alarm was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: staff have not activated bed exit alarm and the 9 volt nurse call backup battery was dead.